Event description:
A solicitor (i.e. Legal counsel), representing the family of a deceased pt, reported to the MFR's rep that allegedly a pt on anticoagulants, who had been the victim of a severe fall, was noticed to be bleeding excessively during a dressing change in the course of receiving v.a.c. Therapy. The pt later died, reportedly due to severe hemorrhaging and possible heart attack, according to the coroner. The inquest summary noted that the severe fall had damaged an artery and caused an open wound, presumably leading to amputation of the pt's leg. The pt was suffering from thrombosis and was receiving anticoagulants. V.a.c. Therapy was applied 2 weeks after surgery and a nurse noticed bleeding from several areas in the wound during a dressing change. The summary further noted that the pathologist at the facility reported that the fatal bleeding started when the surgery was performed several weeks before v.a.c. Therapy was applied, and the pt was receiving anticoagulants.